Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, when putting on the third reload, they had difficultly putting the reload onto the device. The device made a crunching noise when being used. After the first few tacks, they observed that the tacks were not holding well so they opened another device. There was no medical intervention or patient injury.